Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. However, during evaluation it was found that the valve seal was worn, and the protection cap was loose. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event it was reported by (B)(6) that two motor devices would move to the left by themselves during use. It was not reported if this event occurred during a surgical procedure. It was reported if there was a delay in a surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch report that the date of event, date of the report, and date received by manufacturer was mar 10, 2017. Information received from the affiliate states that the correct date was nov 28, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.